Event description:
Customer reported a blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction bolus via the pump successfully resolving the bg. A full pump system check was performed, and no issues were found with pump, cartridge, or infusion set supplies.